Event description:
Additional info received via email 29-sep-2022: event date updated: same date with the complaint date: (B)(6) 2022. The device was not reported to be in use at the time and there was no patient harm.

Manufacturer narrative:
Other, other text: b5: additional event information received h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented with cracked tank cover, corroded drain fitting, and outdated power switch and pcb (printed circuit board). The customer stated problem was duplicated. The connection between the power switch and pcb is damaged. Wear and tear from use of the power switch by the customer. No action was taken due to the age and condition of the device. It was deemed beyond economical repair and was scrapped. The cause of the reported problem was traced to the device design which was updated as part of a CAPA. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: b3: correction: event date: (B)(6) 2022

Manufacturer narrative:
UDI in section and operator of device are unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is not powering on and there is physical damage. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.